Event description:
This report summarizes two malfunctions. A review of the reported information indicated that model nod8j chronic catheter allegedly experienced crack on the hub of the catheter and leakage. This information was received from multiple source. The two reported malfunction involved two patient with no consequences. The two male patients were reported to be between 50 to 62 years old and weighed between 57 to 60 kgs.

Manufacturer narrative:
H10: the lot number for the devices were provided, therefore, a lot history reviews were performed. The samples were not returned to the manufacturer for inspection/evaluation; however, a photo was provided and reviewed for one malfunction. For 1 of 2 malfunctions, the investigation is confirmed for the reported fracture and leakage issues. The remaining malfunction is inconclusive for the reported catheter hub crack and leak issue. A definitive root cause could not be determined based upon available information. The devices are labeled for single use.

Manufacturer narrative:
As the lot number for the devices were provided, a lot history review could be performed. The samples were not returned to the manufacturer for inspection/evaluation, however, a photo was provided for one malfunction for review. The investigation of the reported event is currently underway. The device was labeled for single use.

Event description:
This report summarizes two malfunction. A review of the reported information indicated that model nod8j chronic catheter allegedly experienced crack on the hub of the catheter and leakage. This information was received from multiple source. The two reported malfunction involved two patient with no consequences. The two male patients were reported to be between (B)(6) years old, and weighed between (B)(6) kgs.